Manufacturer narrative:
Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device remains implanted. (B)(4) all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis toric intraocular lens zct225u160 rotated from its intended axis. In follow it was learned that a secondary procedure to reposition the device was performed. The lens remains implanted and there was no injury to the patient.